Event description:
It was reported that pump experienced malfunction with no additional details from customer, and later testing showed repeated malfunction alerts that prevented access to pump. There was no reported impact to the customer¿s blood glucose level. Customer was provided replacement pump, original pump was scheduled for return and further evaluation, and no additional information was received regarding the outcome of the event.